Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose reading was 400 to 600 mg/dl. Customer's current blood glucose value was 200 mg/dl. It seems like either father nor son had any idea how the insulin pump works. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode at the time of high blood glucose event. The insulin pump will not be returned for analysis.